Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented with a distal type I endoleak in the iliac limb. The physician implanted an endurant stent graft. The endoleak was resolved. Approximately 4 years later, there was loss of seal of the endurant stent graft. The physician implanted another endurant iliac limb to resolve the loss of seal. Per the physician, the cause of the events were related to patient anatomy, iliac limb dilation. No additional clinical sequelae were reported and the patient is fine.